Event description:
It was reported that the helix of the attempted pacing lead would not extend or retract with ease. Numerous turns were required to extend the helix but then the physician was unable to retract the helix. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst commented that the helix ext ends/retracts within specification. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.